Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. The system air leak test failed. Failure due to a noise encountered caused by the compressor resting on the grommets. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported not being able to turn on cycler. It would not power up. The patient was not connected during incident. Display was blank. There was not a power outage / outlet issue. Power cord was securely plugged in. There was a sound when ok/stop buttons were pressed. Switched cycler on and there was no lights on the stop, ok and up/down keys. Patient also reported the cycler was noisy. Noise occurred in unknown phase/cycle of dialysis. Noise sounded like a grinding noise. Replaced cycler due to can't turn on cycler. Additional information was requested, but none was received.